Event description:
Report received on medwatch from uf/dist report # 06-001-2006-02 forwarded from the hospital. Report of "pt c/o abdominal pain with history of 2 yr old lap-band which had been placed by a different physician. The patient was scheduled for an upper gi series with small bowel follow through which showed that the line connecting the gastric band to the port was broken at both ends. The pt and physician made the decision to have the whole unit surgically removed."